Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tka surgery due to a fracture of the right femur, when passing the guide, it hit the shaft and broken it. When drilling the sterile 6.4mm drill, it hit the rod and ended up breaking. The position was lateral decubitis, the drill tip was not removed from the patient. The procedure was resumed, without any delay, using a s+n back-up device. No further information available at the moment.

Event description:
It was reported that during a tka surgery due to a fracture of the right femur when drilling with the 4.0mm long ao pilot drill, it hit the rod and ended up breaking. The position was lateral decubitus, the drill tip was not removed from the patient. The procedure was resumed without delay using a s+n back-up device. No further information is available at the moment.

Manufacturer narrative:
Fei number associated to this report should be (B)(4) instead of (B)(4). The legal manufacturer of the alleged product is smith & nephew, inc. And not ascension orthopedics, inc. As initially indicated.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as of the date of this medical investigation, responses to information requests have not been received and the provided intake forms are non-translated and hand-written. The material composition of the retained drill tip is listed as 17-4 stainless steel and the device is manufactured and intended as an externally communicating device which is not approved for long term internal tissue exposure; therefore, long term implantation data is not available. As per the conclusion and clinical root cause reportedly, ¿when passing the guide it hit the shaft and broken it. The drill tip was not removed from the patient.¿; therefore, a user technique contributed to the reported event. The patient impact includes the retained, non-implantable foreign body. It is unknown if the drill fragment is securely embedded in the bone so possible micro-motion and/or migration, local irritation/discomfort, and/or corrosion cannot be ruled out. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as of the date of this medical investigation, responses to information requests have not been received and the provided intake forms are non-translated and hand-written. The material composition of the retained drill tip is listed as 17-4 stainless steel and the device is manufactured and intended as an externally communicating device which is not approved for long term internal tissue exposure; therefore, long term implantation data is not available. As per the conclusion reportedly, ¿when passing the guide it hit the shaft and broken it. The drill tip was not removed from the patient.¿; therefore, a user technique contributed to the reported event. The patient impact includes the retained, non-implantable foreign body. It is unknown if the drill fragment is securely embedded in the bone so possible micro-motion and/or migration, local irritation/discomfort, and/or corrosion cannot be ruled out. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.